Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual increase in shock lead impedance measurement up to 105 ohms. Boston scientific technical services (ts) discussed delivery of two commanded shocks to further evaluate the impedance measurement. Defibrillation threshold (dft) testing was performed and the system measurement checked out fine. Additional information was received two years later indicating that this rv lead and device exhibited a high, out of range shock impedance measurement (126 ohms). The plan is that the alert range will be increased at the next routine checkup. The cause was not conclusively determined. No adverse patient effects were reported. The device and lead remain in service.

Event description:
It was reported that this system was explanted due to out of range shock impedance measurements which were greater than 125 ohms. A replacement system was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that another alert for high out of range shock impedance measurement on the right ventricular (rv) lead was noted. The patient did present to the clinic, however a device interrogate was not performed at that time. Currently no changes were made and the physician plans to monitor the patient via the remote home monitoring system. The rv lead and crt-d remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the shock impedance measurements for the crt-d and rv lead remain high and have reached 148 ohms. Boston scientific technical services (ts) was consulted and suggested considering further testing. It is unknown if further testing occurred. The crt-d and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that high energy shocks were delivered and the shock impedance measurements dropped to an acceptable level. The high voltage rv lead and crt-d remain in service and no additional adverse patient effects were reported.